Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported occasional northern lights on the image even though cue is turned off and the cord is nowhere near the rfid reader. No other information was provided.

Event description:
It was reported occasional northern lights on the image even though cue is turned off and the cord is nowhere near the rfid reader. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit has occasional northern lights on the image even though cue is turned off and the cord is nowhere near the rfid reader was unconfirmed. The system was tested, and the unit performed as expected. There is no root cause as the problem could not be reproduced.